Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing resulting in four delivered inappropriate shocks. The patient was then hospitalized for further evaluation. Currently, this system remains in service. No additional adverse patient effects were reported.